Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had black image. The issue occurred during a preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image is displayed due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.